Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis was not allowing nurses to pull the medications until they were due. A technical support specialist dialed into the station, update the central time zone and updated the time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not allowing nurses to pull medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.